Event description:
It was reported that the subject guidewire was used for the acoma aneurysm embolization case (width of neck: 6.34mm. Depth: 4.73mm. Width of aneurysm neck: 3.2mm). During preparation, as the subject guidewire was flushed and after shaping, the ptfe (polytetrafluoroethylene) coating at the tail of the subject guidewire was peeled off and metal was exposed. Therefore, another guidewire from the competitor was used to complete the procedure without clinical consequences to the patient.

Event description:
It was reported that the subject guidewire was used for the acoma aneurysm embolization case (width of neck: 6.34mm. Depth: 4.73mm. Width of aneurysm neck: 3.2mm). During preparation, as the subject guidewire was flushed and after shaping, the ptfe (polytetrafluoroethylene) coating at the tail of the subject guidewire was peeled off and metal was exposed. Therefore, another guidewire from the competitor was used to complete the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 gtin: corrected to (B)(4). D4 expiration date - added. D9 product available to stryker/ returned to manufacturer on ¿updated. G4 PMA/510(k) ¿ corrected to k002907. H3 device evaluated by mfg ¿ updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire device was returned for analysis as the guidewire coating was noted to be damaged at the proximal end. The core wire distal end was observed through the distal tip dome. No other anomalies were noted. Functional testing was not performed as the reported ptfe coating peeling was confirmed during the device analysis. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the operator prepared and fleshed a subject guidewire but after shaping it during preparation, the operator found coating at tail of it peeled off and metal was exposed. Additional information provided by the customer indicated that a torque device had been used on the subject guidewire. The subject guidewire device was returned, and it was confirmed that the guidewire ptfe coating was peeling. The peeling noted to the ptfe coating is indicative of interaction with an under tightened torque device. An assignable cause of handling damage will be assigned to the reported and analyzed ¿guidewire ptfe coating peeling¿, as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.